Manufacturer narrative:
Retainer ring=black customer complained on (B)(6) 2021 the alarmed unexpected insulin flow blocked alarms and drive motor anomaly. Complained the serial number label is stained and exposed to moisture. Device passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No drive motor anomaly or unexpected insulin flow blocked alarms noted during testing. Unit successfully downloaded to thus. Confirmed insulin pump alarmed 8 insulin flow blocked alarms on (B)(6) 2021 between 6:10:23 pm to 8:11:00 pm in insulin pump downloaded history. The motor was tested outside of device and passed. Found moisture damage to the electrical 1 board and electrical 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, scratched case, pillowing keypad overlay, cracked keypad overlay, stained serial number label and cracked case corner of the belt clip rails near the battery compartment. The p-cap/reservoir does lock properly. No drive motor anomaly or unexpected insulin flow blocked alarms noted during testing. The motor was tested outside of device and passed. However, found moisture damage to the electrical 1 board and electrical 2 board. Confirmed stained serial number label. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump motor piston was loose and insulin leaks. Customer reported that the o ring inside the lip of the reservoir compartment was missing and there were cracks in the pump. Customer reported insulin pump had insulin flow blocked alarm and was resolved by infusion set change. Customer stated that insulin pump was dropped few weeks ago and serial number was already worn off. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.